Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the esheath was introduced without any issue, but while pushing the delivery system through the esheath, the delivery system penetrated the outer shell in the middle part of the esheath. The system was removed, and a new kit was used successfully with no difficulties in replacement. The patient did not suffer any injury due to the event.

Manufacturer narrative:
The device was not returned for evaluation; however, imagery of the used device and patient anatomy were provided. The patient anatomy imagery was review and showed there was tortuosity present in the access vessel. The used device imagery was reviewed and showed the crimped valve may be puncturing through the sheath shaft at a bend in the access vessel. The reported event was unable to be confirmed, as the device was not returned. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, an in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in a technical summary written by edwards lifesciences. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient and or procedural factors (e.g. Access vessel tortuosity and or calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per review of the provided procedural imagery, the sheath shaft was experiencing a bend suggesting tortuosity was present in the access vessel at the location where the crimped valve may be puncturing through the sheath. Vessel tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon advancement or removal. The technical summary demonstrated that there were no deficiencies in the IFU or training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU and training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Since no product non conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.